Event description:
A home patient (hp) called baxter corporate product surveillance to report a low calcium 2.5% dextrose 6l solution bag in which a frangible issue cause a no flow. The hp stated that the bag was changed out and therapy continued as normal. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available. Product surveillance contacted home patient (hp) on (B)(6) 2012 regarding changing out the solution bag. The writer advised the hp to always change out the complete set up next time this happens. The hp understood. The hp confirmed again that the solution bag was not flowing. The hp stated that it occurred during prime. Per hp, there were no other defects on the supplies. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he was doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided at this time.

Manufacturer narrative:
(B)(4). A labeling review found the labeling to be adequate for the use/user error identified in this incident. This complaint is for a report of a use error - reuse of single-use product, was confirmed but the root cause was undetermined.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.